Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's doctor reported via telephone call that the customer was hospitalized with high blood glucose. The blood glucose reading at the time of the event was 358 mg/dl, and was brought down to 129 mg/dl. The customer experienced symptoms of diabetic ketoacidosis, nausea, vomiting, and frequent urination. The customer was treated with intravenous fluids, 25 units of lantus and a sliding scale. The customer was wearing the insulin pump at the time of the event, and it was removed at the hospital. The drive support cap appeared normal and recessed. The basal rates were programmed accurately and the time and date were correct. No delivery alarms were noted in the insulin pump history. The bolus history did display all entries based on the customer's recollection. The insulin pump passed the high pressure test. The customer's doctor declined further troubleshooting and was advised to change the set, reservoir and insulin and treat per a health care professional's instruction.